Event description:
It was reported that the pt experienced baclofen withdrawal with sweating and increased tone and movements. The pt was sent to the emergency dept and subsequently hospitalized. The pt was administered oral baclofen and intravenous valium. On (B)(6) 2011, the pump rate was increased with dosing changed to bolus dosing. The pt was transferred to the pediatric intensive care unit. A versed drip and bipap were started. On (B)(6) 2011, a cone beam CT revealed a leak around the catheter. The pt underwent a catheter revision on (B)(6) 2011 which revealed a kink near the lumbar insertion site with no clear fracture. The pt was discharged on 450 mcg/day.

Manufacturer narrative:
(B)(4).